Event description:
Additional information received reported the pump study to evaluate for the leak was within normal limits. The cause of the allergic reaction was unknown and it was unknown how the patient was doing now. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter; product ID 8780, serial # (B)(4), implanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported that the patient was in pain and took oral morphine the night before the date of this report however the patient still felt pain on the morning of the date of this report. The patient wanted to know how the medication should work. It was reported the patient¿s pump site was still swollen; it was red and sensitive to the touch. The patient ¿thinks it might be infected¿ because the catheter site ¿doesn¿t hurt but it itches¿. The device system was used to deliver morphine. Additional information has been requested but was not available as of the date of this report. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient experienced a change in therapy effect; specifically an allergic reaction. It was noted the patient was having trouble with the pump and they wanted to do a pump study. The pump study was scheduled for (B)(6) 2014. The patient spoke with the doctor's office and was told that the nurse who did the infusing of the morphine legally could not be there. The patient's pain had returned and she had broken out in a rash on the surgery spot (catheter area) and went to the healthcare provider (hcp) thinking she had some sort of reaction so they put the patient on medication (at the same time she was pressing the personal therapy manager (ptm) bolus and using that and was also taking oral medication; more then what she was taking). It was noted it did not come together until 2-3 weeks later and the patient remembered she was allergic to high doses of morphine. The patient could feel the anchor that was coming out in her back and was pulling loose in her back (had x-rays done that showed that it was the anchor and not the catheter). The patient's hcp was concerned that the catheter was leaking somewhere that caused the rash and the reason the patient was taking more medication because the medication was not getting to all the places it was supposed to. This was the reason for the pump study. It was further reported this started five weeks ago and took a while for it all to come together and for it to make sense. It was noted the patient did have balance issues and did experience falls from time to time, but there was nothing that stuck out in the patient's mind around this timeframe. The patient had a fall since she got implanted; however nothing that would make her think that might be the reason. It was further reported it was thought the pain also started about five weeks ago and when one day it seemed like it was bothering her and then the next few days it was not then it would start up again and now the pain was bothering her every day. The patient noticed with her pain pill bottle she was taking more medication. It was noted it was when the patient could feel the anchor move and showed it to the home infusion nurse and was told to call the hcp so he could take a look at it and that was on (B)(6) 2014. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.